Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s healthcare provider has not received a remote transmission from the implantable cardioverter defibrillator (ICD) for the past seven months. The device remains in use. No patient complications have been reported as a result of this event.